Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. Technical evolution for diagnosis and treatment of biliary diseases using a newly developed cholangioscope. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01698 and 3005099803-2016-01711 for the other associated device information. It was reported to boston scientific corporation in a presentation that a stonetome and a jagwire guidewire were used in a study of technical evolution for diagnosis and treatment of biliary diseases using a newly developed cholangioscope. According to the complainant, from august 2012 to december 2014, a total of 430 cases wherein an endoscopic sphincterotomy for bile duct stone were completed. The study found that there were twenty-seven (27) patients experienced pancreatitis, twenty-two (22) of those patients had mild pancreatitis and five (5) patients had moderate pancreatitis. There were also seven (7) patients who had bleeding. As reported, there were no patients who had perforation from those cases. The presentation did not provide any additional information regarding the patients involved in the study.